Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 12f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed, and the seals were inspected. No damage was noted to the hemostasis seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the supraventricular tachycardia procedure, after inserting the sheath, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.